Event description:
Account stated the bed will slowly drift down. A patient was not on the bed. No patient injury.

Manufacturer narrative:
Account stated, he cleaned the hi/lo brake assembly for resolution.